Event description:
Pt brought to the or for a laser lead extraction and insertion of aicd lead. The lead was removed due to lead fracture. From the ER record: for the past week, he has had increased lightheadedness. Today, he felt nauseated and had 2 episodes of brief loss of consciousness. No complaints of chest discomfort. He has been more short of breath recently, but has noted no increasing edema. In the emergency room, the patient is noted to have pacemaker malfunction with pauses. Medtronic representative checked and the patient does have a pacer lead that is on recall. The patient has had no inappropriate ICD firing; however, it was a possibility, so defibrillator was turned off and the patient is in vvi pacer mode. The patient currently feels much better. Patient to the or, the following notes are from the operative report: the implanting incisional scar on the left infraclavicular chest wall was sharply incised and carried down through a thin subcutaneous layer to enter the pacer pocket. The device had migrated somewhat laterally and was in close proximity to the skin. We delivered the device into the wound. We mobilized the ICD electrode and a previously abandoned and capped unipolar rv pacing electrode. In mobilizing the leads, we essentially excised the entire posterior wall of the fibrous capsule. The cap was removed from the abandoned rv pacing electrode and this proved to be useful and adequate for pacing the patient throughout the procedure. Through the existing wound, we cannulated left subclavian vein and maneuvered a guidewire into the right atrium under fluoroscopic guidance. With this guidewire in place, we then attempted to remove the recalled dual-coil electrode by passing a stylet down the electrode and withdrawing the active fixation device. Gentle constant traction, however, failed to remove the lead and appeared to be attached quite proximally in the region of the subclavian or innominate veins. The laser was mobilized. The lead was transected and a laser locking stylet passed down its length. Using a 14-french laser, we were able to remove this lead in its entirety and sent to risk management. Hemostasis was adequate. There were no untoward affects in the removal of the lead. The patient remained paced with the unipolar lead.